Manufacturer narrative:
This issue is under investigation. A follow-up report will be submitted when the investigation results are available.

Event description:
System lock up while the z6ms was connected. The investigation is in process.

Manufacturer narrative:
This supplemental report is being submitted to provide additional event information (see section b5),provide additional initial reporter information (see sections e1,e2,e3), provide additional report source (see section g3), update device evaluated by manufacturer (see section h3), and correct the result code (see section h6).

Event description:
Additional information was received and it was reported that the transducer prompted the system to display a usacquisitionhw_40_0 error and usacquisitionhw _0 error messages. The reported phenomenon occurred a few seconds after the transducer was switched and prior to the start of a transesophageal echocardiography (tee) study. The user replaced the transducer to continue and complete the tee. There was short delay while the replacement transducer was obtained. The study was not repeated because there was no loss of data. There was no patient or user injury reported. No additional information was provided.

Manufacturer narrative:
This supplemental report is being submitted to update the device available for evaluation (see d10), update the follow-up type (see h2), update the device evaluated by manufacturer (see h3), update the event problem and evaluation codes (see h6), and provide the investigation results. Investigation: during the investigation of the complaint, it was determined that the possible root cause of the system error message was due to cable assembly manufacturing process variance and/or insufficient cable mechanical reliability. The solution for this issue will be managed through a CAPA.